Event description:
Patient was seen for left nucleus fragments, glaucoma and inflammation. Left eye was in surgery for pars plana vitrectomy, lensectomy, cryopexy, and epiretinal membrane peel under general anesthesia with local supplementation. During the course of the procedure, the scrub nurse noted an odor of general anesthesia. Soon afterwards, the surgeon noted the odor and extremely rapidly they felt significant altered sensorium. The surgeon sat down at a distance from the leaking general anesthetic gas and ultimately left the room feeling faint, with the potential for loss of consciousness, and with altered sensorium due to the general anesthesia. During this time, it was determined that a leak in the laryngeal mask airway (lma) was present. Replacement of the lma with a different tube yielded no subsequent significant leakage. The scrub nurse maintained eye safety throughout these maneuvers of the lma, covering the eye at all times during these procedures and she, the nurse, anesthetist, and surgeon, all required time away from the case in order to clear our physical symptoms related to the gas exposure. I surgeon was able to continue with the subsequent vitrectomy successfully after an interval of absence from the gas in our operating suite. I confirmed with the functioning chief of anesthesia that the central nervous system (cns) affect of the gas, which was described as sevoflurane, were extremely short-lived and that with our systemic exposure, my cns effect should be short-lived and resolved within 10-minutes. With this advice and with the need to continue with the patient's surgery, I returned to the operating suite to complete his case successfully. The affected scrub nurse and nurse anesthetist were also able to function subsequently to aide in pt's surgical procedure. There was no injury to the patient and no employee related injuries reported.